Event description:
Return reason: open circuit. Analysis determined: investigation found that the proximal electrode wire is broken at the proximal edge of proximal electrode allowing an open circuit to occur. Origin unk. No mfg defects were found. Unit was used in vivo. This was not determined unit analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that mfg and qa personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.